Manufacturer narrative:
This event is being reported as part of a remediation project.

Event description:
It was reported that 8 days after the mesh implantation, the drain was removed. Forty eight hours later, the patient had an erythema and abundant exudate. Bio analysis has been conducted, but nothing was found; no infection. Add'l information has been asked to the surgeon, but he didn't provide data. The dr. Concluded that the event was due to personal issue, but not linked w/the use of the device.